Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the implant procedure, the lead would not sense properly. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.